Manufacturer narrative:
(B)(4). Correction: the correct patient identifier is (B)(6) ; not (B)(6) as previously reported. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain, swelling and drainage at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The patient's symptoms reportedly resolved following treatment. The implanted device remains.